Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of hospitalization. The customer was hospitalized due to foot infection on (B)(6) 2019 which cause her blood glucose to rise to 400 mg/dl. The customer stated that the hospitalization was not related to insulin pump or diabetes. The customer didn't give herself any insulin on her own. The customer declined troubleshooting for high blood glucose value. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.